Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer had a weakness as a symptoms of low blood glucose value. The customer treated low blood glucose value with food. It was unknown about auto mode feature was active or not at time of event. Troubleshooting was performed. Customer also reported pump error alarm. Customer was able to clear the alarm and able to rewind. Self test was passed. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged software error detected alarm and high blood glucose found on november 18, 2022. The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. The insulin pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded insulin pump history files and traces using thump software. Insulin pump alarmed a software error detected alarm on the event date of november 18, 2022 at 04:40:27.000 or 4:40:27 am (file number: 61399, line number: 64981 esf #: 3470387) due to a possible hardware error. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, battery tube threads - cracked, and label damage. Software error detected alarm was confirmed in the insulin pump history files and traces (file number: 61399, line number: 64981 esf #: 3470387) due to a possible hardware error. Unable to verify customer's complaint for high bgs. Moisture damage is confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5 and d8/d9.

Event description:
The device was returned for analysis.